Manufacturer narrative:
Failure analysis noted that the reservoir failed per specifications. They were unable to fill the reservoir due to the transfer guard needle not parallel to the body's axis. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was unknown at the time of incident. The customer stated that she was changing the infusion set and the plunger on the reservoir would not move. The customer removed the reservoir from the transfer guard and stated that it looked like there was no way for the air to escape. The customer was able to fill another reservoir. Troubleshooting was completed. The reservoir was returned for analysis.